Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-jan-2023, UDI#: (B)(4). Analysis results were not available at the time of this report. Once analysis is complete, an additional report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s lead was protruding through their skin with occasional draining from the site on (B)(6) 2019. They were given vitamin c, vitamin d, and zinc. On (B)(6) 2019, the patient started on keflex secondary to the draining and possible infection at the site. It was noted that a stitch was emerging from the site on (B)(6) 2019 and the patient reported tenderness and pressure. They started on doxycycline and voltaren gel. On (B)(6) 2019, they reported sharp pain, burning, and a stabbing discomfort at the site. These symptoms persisted on (B)(6) 2019 and they planned to explant the system. On (B)(6) 2019, the system was explanted and the issue was noted to be resolved without sequelae. The clinical diagnosis was a wound infection. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, lot# unknown, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the lead ((B)(4)) found that the event was due to a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.